Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. It was also reported that the right ventricular (rv) lead exhibited a high sensing integrity counter (sic) value. Both leads remain in use with plans for continued monitoring. No patient complications have been reported as a result of this event.